Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was hospitalized due to experiencing urinary retention and pain in the groin and lower extremities. The patient needed an MRI for diagnosis. As a result the scs system was explanted. MRI revealed no abscess or hematoma. Reportedly, the issue was resolved and the patient is doing well.